Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc pnk needle did not retract. The following information was provided by the initial reporter: needle did not retract. Safety issue.

Event description:
Additional information: please confirm whether there was any patient impact. No there was no patient impact, there was luckily no needle stick issues for the employee as well, though it posed a significant risk for this. Did the event interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient? No.

Manufacturer narrative:
Additional information added in b5. Investigation results: a device history record review was completed by our quality engineer team for provided material number 382533 and lot number 3083898. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.